Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), dyspareunia ("painful sex") and menstruation irregular ("irregular cycles"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and menstruation irregular outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dyspareunia and menstruation irregular to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pain ( seen as pelvic pain) and heavy bleeding (seen as genital haemorrhage). A hysterectomy was performed to remove micro-inserts around 8 years after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in a female patient who had essure (batch no. 824479-not valid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, fever, nausea, tonsillectomy, abdominal pain, flank pain, ovarian cyst, pyelonephritis, urinary tract infection, leukocytosis and grand multiparity. Previously administered products included for an unreported indication: antibiotics. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), dyspareunia ("painful sex") and menstruation irregular ("irregular cycles"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2015, oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and menstruation irregular outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. The reporter commented: the trails on the right side were approximately 2 coils and 4 coils on left . Lot number reported ( 824479 ) is not valid. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 11-sep-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in a female patient who had essure (batch no. 824479) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, fever, nausea, tonsillectomy, abdominal pain, flank pain, ovarian cyst, pyelonephritis, urinary tract infection, leukocytosis and grand multiparity. Previously administered products included for an unreported indication: antibiotics. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), dyspareunia ("painful sex") and menstruation irregular ("irregular cycles"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2015, oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and menstruation irregular outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. The reporter commented: the trails on the right side were approximately 2 coils and 4 coils on left . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-aug-2020: mr received: reporter added, lot number added, medical history added, historical drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in a female patient who had essure (batch no. 824479-not valid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, fever, nausea, tonsillectomy, abdominal pain, flank pain, ovarian cyst, pyelonephritis, urinary tract infection, leukocytosis and grand multiparity. Previously administered products included for an unreported indication: antibiotics. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), dyspareunia ("painful sex") and menstruation irregular ("irregular cycles"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2015, oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and menstruation irregular outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. The reporter commented: the trails on the right side were approximately 2 coils and 4 coils on left . Lot number reported ( 824479 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-jan-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pain ( seen as pelvic pain) and heavy bleeding (seen as genital haemorrhage). A hysterectomy was performed to remove micro-inserts around 8 years after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.